Event description:
The customer contacted physio-control to report that their device had the charge-pak and service wrench indicators in the readiness display. During device evaluation by physio-control it was observed that the device had all three indicators (charge-pak, service wrench and attention) in the readiness display and that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device to have excessive off current leakage and the internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u4 on the digital pcb assembly. This integrated circuit (ic) chip, designator u4 caused excessive off current leakage which in turn caused the internal hybrid layer capacitor (hlc) batteries to deplete. The customer was advised to purchase a new device; they authorized physio-control to dispose of the device.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device had all three indicators (charge-pak, service wrench and attention) in the readiness display and that the device could not be powered on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.